Manufacturer narrative:
The full identifier for this event is case-(B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Customer telephone number is: (B)(6). The access b12 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is insufficient evidence to suggest a reagent or hardware malfunction occurred in this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On 09july2021 the customer reported that on (B)(6) 2021, erroneous low b12 results (access vitamin b12, part number 33000 and lot number 971292) were generated on the customer's dxi 800 (dxi 800 access immunoassay analyzer w/ spot b, part number a71456 and serial number (B)(4)) for an unknown number of patients. The initial low results were released from the laboratory. The customer reported a change to patient treatment for several patients; the patients were prescribed vitamin b 12 supplements (dosages not provided). The customer reported the low results were discordant with patients¿ clinical files. Customer also reported higher b12 results were obtained upon repeat for some patient samples (no data provided). System performance indicators such as system check, calibrations and quality control (qc) have been passing within specifications as reported by the customer. There were no issues with sample integrity reported by the customer. Sample collection and handling information such as sample type, volume drawn, transportation and handling, centrifugation, storage or other sample handling information was not provided by the customer.